Event description:
It was reported that a pocket infection was noted. The cardiac resynchronization therapy pacemaker (crt-p) system was explanted and replaced with a leadless pacemaker. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: evolutpro-29-us transcatheter valve, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.